Manufacturer narrative:
Device used for treatment, not diagnosis. Bahrs, c. Et al. (2009). ¿does fixed-angle plate osteosynthesis solve the problems of a fractured proximal humerus¿. Acta orthopaedica, 80 (1): 92-96. This report is for an unknown philos/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, bahrs, c. Et al. (2009). "Does fixed-angle plate osteosynthesis solve the problems of a fractured proximal humerus". Acta orthopaedica, 80 (1): 92-96. This is a prospective case series that looked at eighty-seven patients who had proximal humerus fractures who were stabilized surgically between november 2002 and december 2004 with either proximal humeral internal locking system (philos) (sixty-five patients) or t locking compression plate t-lcp) (twenty-two patients). The study was designed to evaluate the perioperative and early postoperative complications associated with fixed-angle implants and to record outcomes after bone healing. There were thirty-six men and fifty-one women with a median age of sixty-four (range 16-93) years. The inclusion criteria included patients with a mature skeleton and who had displaced, unstable proximal fractures of the humerus, provided the humeral head was not stripped of soft-tissue attachments and was technically reconstructable. Inclusion criteria also included a delay in surgery of no more than ten days after the accident. Radiographs were utilized on all patients, computed tomography (CT) was reserved for special cases, and in rare cases dynamic fluoroscopy was used to identify the indication for surgery. The plate constructs were placed at least five to eight millimeters distal to the upper end of the greater tuberosity and two to four millimeters lateral to the bicipital groove. Additional screws were implanted in two patients, and one patient required additional tension band wiring. Implant removal after healing of the fracture was suggested for younger patients (less than sixty years of age). Patients were followed-up for at least one year postoperatively, with a median follow-up time of twenty-seven months (range 12-73). In nine patients treated with philos plates, a superficial postoperative infection or hematoma (four cases) requiring revision surgery. Screw perforation through the humeral head (so-called cut-out) was observed in eleven patients. Eight of the eleven patients with cut-out achieved only a poor to satisfactory outcome score. In all fractures with considerable axial or rotational deformities and/or non-anatomically reduced greater tuberosities, subsequent cut-out was evident in eight cases. Regardless of the fracture type, secondary displacement occurred in fourteen cases. Within the first postoperative year, six cases of partial and nine cases of complete humeral head necrosis were found, but no joint replacement was necessary in any patient. The implants were removed in thirty-eight patients, in twelve cases due to plate-related complication such as cut-out or plate impingement. Once case of pseudoarthrosis and three cases of delayed union were observed. No surgical revision was performed in these cases, due to the fact that the patients did not give their consent. Screw perforation through the humeral head (so-called cut-out) was observed in eleven patients. Eight of the eleven patients with cut-out achieved only a poor to satisfactory outcome score. In all fractures with considerable axial or rotational deformities and/or non-anatomically reduced greater tuberosities, subsequent cut-out was evident in eight cases. The implants were removed in thirty-eight patients, in twelve cases due to plate-related complication such as cut-out or plate impingement. This is report 2 of 2 for (B)(4). This report is for an unknown philos.